Event description:
It was reported by the customer that during a lap chole procedure, the device jammed and would not fire. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Malformed clip. Evaluation summary: the analysis results for the el5ml instrument confirmed that the instrument was returned non-functional. The instrument was cycled and fed 1 conforming clips and one advancer bypass issue was noted, the jaws jammed in the closed position due to the bypass issue, the trigger had to be manually assisted to re-open the jaws. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.